Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01465. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 concurrently with bilateral salpingo-oophorectomy, cystourethroscopy, suprapubic catheter placement and intrathecal; due to stress urinary incontinence, prolapse, and cystocele. The patient experienced pain, infection, erosion, dyspareunia, and recurrence. It was reported that patient underwent excision of eroded vaginal mesh on (B)(6) 2007. It was further reported that patient had mesh trimming and destruction of vaginal lesions on (B)(6) 2009. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.